Event description:
The pump was received with the complaint of overinfusion during patient use. According to the note received, the pump read that the volume infused was 18cc but the entire 50cc bag was empty. No additional details are available regarding the patient, medical intervention, rate, medication being used, or setup of the pump.